Manufacturer narrative:
Date of event estimated. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and only the plunger was returned. Only the plunger was returned indicating a posterior cuff miss occurred. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
An additional prostyle plunger was returned to abbott and, on evaluation of the device, a needle to cuff miss was noted. Follow up with the account was attempted but no additional information was provided regarding the plunger.